Manufacturer narrative:
Section g4: the correct received date for the initial report was 17mar2020. The correct received date for follow-up report 1 was 30jun2020. Section a2, d4, d7, h3, h4, h7, h9: correction. Section b5: chronic infection first reported in manufacturer report number: 2916596-2020-02279. The IFU statement was inadvertently omitted from the manufacturer's investigation conclusion: heartmate 3 lvas IFU rev. B and heartmate 3 lvas patient handbook rev. B are currently available. The alarms and troubleshooting section of the hm3 lvas patient handbook provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies, including communication faults, and what actions to take. Driveline, localized, pump pocket and pseudo pocket infection are listed in the hm3 lvas IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. The patient care and management section of the hm3 lvas patient handbook instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Finally, the equipment storage and care section of the hm3 lvas IFU explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# .(B)(4) FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Patient had an infection and chronic driveline fault alarms. The patient underwent a pump exchange which was successful and only the sewing ring was reused. Driveline fault alarms resolved with pump replacement. Patient on chronic suppression for the driveline infection.